Manufacturer narrative:
Analysis found an error in the log that is associated with the external pulse generator (epg) reverting to nominal settings. It was also noted that the clear cover on the epg was broken. The epg's firmware was updated to resolve the setting issue. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned for a firmware update subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.